Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that they had several patient samples which yielded false negative reactions when tested with seraclone anti-d blend. The customer was not able to provide the exact dates of event or the number of allegedly false negative reactions he yielded. He was only able to narrow down the window of testing to (B)(6) 2016 the customer did neither return neither the supposedly defective product nor the patient samples that had caused false negative test results. Therefore our quality control laboratory checked their retained sample of seraclone anti-d blend for positive and negative specificity as well as in potency testing. All positive and negative reactions were correct. We did not observe any false negative results. Seraclone anti-d blend contains human monoclonal antibodies of the immunoglobulin classes igm and igg and is therefore suited for an indirect antiglobulin test in tube technique. Besides normal expressed d antigens seraclone anti-d is able to detect weak d and d category vi. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-d blend functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.